Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the hand piece was not working while being used on a patient. There was a burn on the patient and medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. A visual inspection of the generators exterior found no obvious issues. There was a burn on the patient and medical intervention was required. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device appeared to be working, and the burns were identified at the end of the case. There was a very superficial, small blister on the patient, dressed with ointment dressing sponges.